Event description:
Litigation papers allege on or about (B)(6), 2010, patient suffered aches and pain in her right hip, pain when lying on her left side, difficulty walking, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt by blood test dated (B)(6), 2010. Patient has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.